Event description:
Procedure: lavh. Reportedly, the device was applied, but instrument was not sealing and it stuck to the tissue. There was no reported injury to the patient.

Manufacturer narrative:
One ls1500 instrument was received for evaluation. The seal plate has started to detach from the moving jaw on the returned instrument. Investigation into similar complaints has indicated that this failure mode is caused when the device is not cleaned properly & tissue remains stuck to the seal plate when the jaws are being opened.